Event description:
The customer reported that the system failed to boot and exhibited a non-recoverable loss of functionality. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The mono block x-ray tube power connection was evaluated and repaired. The associated gasket was also replaced as part of the service event. The system was tested and found to be working as intended and returned to service.